Event description:
New information received stated that patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The device will be reprogrammed and monitoring will continue.

Event description:
It was reported that patient presented in clinic for follow up when post-paced t wave oversensing was observed. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.